Manufacturer narrative:
An event regarding baseplate loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported patient was revised due to painful knee, hot bone. Update from sales rep via email: "the patient fell hard on her leg after her primary surgery and said it felt hot. The fall I'm sure played a part in the loosening of the tibial baseplate which is what led to surgery."

Manufacturer narrative:
An event regarding baseplate loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device.

Event description:
Sales rep reported patient was revised due to painful knee, hot bone. Update from sales rep via email: "the patient fell hard on her leg after her primary surgery and said it felt hot. The fall I'm sure played a part in the loosening of the tibial baseplate which is what led to surgery."